Event description:
End user is stating that when outside the end user hits a bump all the lights go off and the chair will shut down. End user has had a chair for about 5 years, uses the chair both indoors and outdoors. End user currently not using the chair outdoors but still using it indoors. No other information provided.